Event description:
It was reported that pt complained of hip pain. Dr revised to biomet cup and stem.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.